Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an rt236 infant low flow dual-heated with evaqua breathing circuit failed the servo ventilator leak test. This was observed prior to patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the returned rt236 infant breathing circuit was pressure tested and submerged in a water bath to test for leaks. Results: test results indicate that the pressure drop exhibited by the swivel y-piece was outside the required specification. Upon submersion in a water bath, the leak was detected around the swivel y-piece. A lot check was not performed as no lot information had been provided. Conclusion: the leak was caused by an insufficient seal between the two parts of the swivel y-piece that are held together by a snap-fit. All breathing circuits are pressure tested during production and those that fail are rejected. This suggests the leak developed post production. (B)(4).